Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent da vinci s sacrocolpopexy procedure for vaginal prolapse and stress incontinence on (B)(6) 2008. Intuitive surgical was provided with the operative report. Additional information provided includes follow up operative reports and consultations. On (B)(6) 2008 the patient underwent robotic laparoscopic sacrocolpopexy and lysis of adhesions and left ovarian cystectomy with transvaginal tape and cystoscopy. Procedure took seven hours to complete (larger bmi). The patient developed pleural effusions and edema of head and neck post op. The patient was in ICU on ventilator for several days and was discharged home on (B)(6) 2009. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2009, the patient presented with rectovaginal fistula. The patient underwent diverting loop colostomy (sigmoid) on (B)(6) 2009. On (B)(6) 2009, the patient was admitted for excision of rectovaginal fistula with end colostomy as problems persisted, some as a result of robotic surgery and some related to mesh used at surgery. The patient was discharged on (B)(6) 2009. On (B)(6) 2009, the patient was admitted for pelvic infection and was discharged on (B)(6) 2009. On (B)(6) 2009, the patient had colostomy reversal and placement of ureteral stents. No further clinical information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient experienced post -surgical complications following a da vinci s surgical procedure.